Event description:
A customer reported that the wake button on their device did not consistently work and was difficult to press, causing inconvenience. Additionally, the charging port cover was broken. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.